Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that while interrogating the pump on the system monitor history screen, possible pump stoppages were noted and the pt was switched to the backup system controller. It was noted that the pt did not disconnect the pump from the system controller and there had been no visual or audible alarms. The log file submitted to the MFR for review revealed that the system controller was connected to battery power during the time period when two low flow hazard events associated with a pump disconnected event were captured. The majority of the events recorded in the log file were pulsatility index (pi) events.

Manufacturer narrative:
The system controller was returned to the MFR and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.